Event description:
An office manager reported a postoperative refractive surprise following intraocular lens (iol) implant surgery. Additional information was received from the surgeon, who reported the lens was exchanged and the event has resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts were made to obtain additional information and a completed questionaire was received on (B)(4) 2012. (B)(4).